Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had extensive back surgery on (B)(6)2017 where they went through the front and back and removed seroma around the hip. The surgery was unrelated to the implant. Since the surgery, the stimulation was only hitting one side. The patient thought that the procedure may have affected the programming. A manufacturer representative had checked the implant before surgery. The patient wanted to have the device checked. There were no further complications reported.